Manufacturer narrative:
H10/h11 the product support engineer (pse) evaluated the device and confirmed that the device powered up on its own, which caused the battery to be depleted. Once the pse replaced the user interface (ui) printed circuit board assembly (pcba) and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. Additionally, per good faith effort (gfe) response, the battery was not replaced as it was fully recharged-- the battery is in fact less than 5 years old based on the date of manufacturing, and the serial number of the battery is (B)(6). The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H11: b5: philips received a complaint by the customer on the v60 indicating that the device did not recognize the battery, and it stopped operating when it was unplugged. The issue was discovered when in-house device checking was performed. Therefore, it was reported that there was no patient involvement. Additionally, there was no reported delay in therapy. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Although there was no problem with the operation of the device, the pse found that the battery was not recognized, and when the plug was disconnected, the power was lost. Also, the screen was dark, and an unusual alarm sound occurred. Once the plug was reconnected, the alarm sound stopped, and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not recognize the battery, and it stopped operating when it was unplugged. The issue was discovered when in-house device checking was performed. Therefore, it was reported that there was no patient involvement. Additionally, there was no reported delay in therapy. The investigation is ongoing.